Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was intubated in the hospital due to being hypotensive and bradycardic. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed t-wave oversensing (twos) on the current electrograms (egm). Additionally, a lead integrity alert (lia) had triggered with increased sensing integrity counter (sic) and high rate non-sustained episodes along with no capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.